Manufacturer narrative:
A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation visual inspection of the received device showed that button 1 and 2 were not depressed. The sealant was inside the sealant sleeve. The procedure sheath was not returned with the device. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by inflating the balloon from with water. The results revealed no leak in the balloon. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control instructions for use (IFU) in effect. The inflated balloon diameter was verified and noted to be within specification. Review of lot f2008402, UDI# (B)(4), revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The failure reported as ¿balloon lost pressure¿ could not be confirmed due to the condition in which the unit was received for analysis. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the reported failure could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, the balloon of a 6f-7f mynx control vascular closure device (vcd) ruptured upon inflation. Therefore, manual pressure was held. There was no reported patient injury. The device was never put in patient. The device was stored as per labeling and opened in sterile filed. The device will be returned for evaluation.

Manufacturer narrative:
Concomitant devices (d11): 6f boston scientific sheath. As reported by the sales rep, the balloon of a 6f-7f mynx control vascular closure device (vcd) ruptured upon inflation. Therefore, manual pressure was held. There was no reported patient injury. The device was never put in patient. The device was stored as per labeling and opened in sterile filed. It was used after an interventional coronary procedure which used a retrograde approach. The user was mynx certified. A 6f non-cordis sheath was used. The device was prepped according to IFU instructions. The patient recovered and the hospitalization was not extended. The device was returned for evaluation. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and 2 were not depressed. The sealant was inside the sealant sleeve. The procedural sheath was not returned with the device. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by inflating the balloon from with water. The results revealed no leak in the balloon. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification a product history record (phr) review of lot f2008402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The device preformed as intended per the IFU. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.